Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Preliminary analysis revealed no output, no telemetry and a depleted battery. Long term monitoring, electrical bench testing, and temperature cycling were performed. No high current or abnormal conditions were observed. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.